Manufacturer narrative:
The customer responded to a good faith effort request via email on 01-jun-2023. Below is additional information. The scope the customer was using is fi-16bs / serial:(B)(6). This product has been discontinued and the service is also no longer offered. The customer purchased it in 2007 and has never come in for service. Fi-16bs was first licensed with health canada in 2002 and the sale was stopped in 2014 so in this case the sale cycle was about roughly 12 years. Post-sale, we usually continue the service for as long as possible usually 7-8 years. However, it is always subject to the availability of parts. So, in this case, it was stopped in 2018. The customer couldn't recall the last time the battery was replaced. The bronchoscope was not used for a while. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Customer reported that their staff was organizing their department when they noticed that the "light source" seemed to have exploded. They noticed this on (B)(6) 2023. Equipment model bs-lh2. They are very concerned about the potential fire risk as it looks like something might have overheated and caught fire in the case. The only thing that might have prevented further spread of the fire might have been that the case was closed (it is probably airtight) and whatever fire might have occurred ran out of oxygen before it could spread. Please be aware that they also have the pediatric fiberoptic scope. They want to ensure the same event does not happen inside that case as well. There was no report of patient harm. This event occurred at the time of before use. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
D4:unique identifier (UDI) : unknown. H4:device manufacture date: unknown. Correction information. B4: date of this report. G6: follow up #1. H2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result. D9:device available for evaluation? Evaluation summary: endoscope fi-16bs is obsolete, no longer sold, end of service was 2018 and cannot be repaired. Additionally, the endoscope does not have a battery; therefore endoscope is not the issue. We requested to the customer what light source is being used. The customer responded that the light source is lamp type bs-lh2 and the light source cable is bs-lc1. The battery which seems to have exploded is from bs-lh2 (class I device). The light source is also an obsolete device. We checked if this device can be repaired. We reviewed the bs-lh2 IFU for cautions/warnings regarding the batteries. We reviewed complaint records for other similar complaints and evaluating battery. Bs-lh2 is no longer sold, battery is lithium (flammable properties) therefore there are warnings in the labelling about these risks. We had requested return of the scope and the battery in question. We had made 3 attempts to obtain additional information from the customer on the specific circumstances surrounding this incident. No additional information is forthcoming from the customer. Therefore, we had reminded the hospital to follow all recommendations in the IFU including warning/cautions regarding battery use and storage. Based on the investigation result data, it was determined that the potential/root cause of the failure was that the lithium battery had been stored for a long period of time with the battery installed in the equipment in question, and the lithium battery had deteriorated and oxidized gas had been generated, which ignited upon impact, etc. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.